Event description:
It was reported, the patient experienced pain at the ipg site. Stimulation is effective. The pain occurs with stimulation on or off. Follow-up revealed the patient will decide if he would like the device explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.